Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va0y57a, implanted: (B)(6) 2015, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the issues with feeling shocks from the ins were resolved. The cause of the ¿lead was loose¿ was unknown. When asked what likely caused the issue the patient said they switched the program and to a different lead and they are no longer getting shocked. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was in clinic with the hcp and the patient was reporting they felt shocks from their ins. Initially, hcp stated it was happening when ins was turned off, then at program 1, 0.0v, then later stated it started when ins was turned on. Hcp stated patient turned their ins off a year ago after being told to do so because the "lead was loose." Hcp turned ins back on for the first time in a year and the patient experienced shocking sensation "down." Agent assisted caller with changing program to program 3, 1.1v where the patient was able to comfortably feel stim in the appropriate location without shocking sensation. Hcp stated they were going to have the patient complete a symptom diary. Hcp did not have 8840 n'vision device to do impedance check, so they inquired about having a manufacturer representative (rep) present at next visit who could bring one. Agent provided hcp with phone number for nas. Agent suggested that the patient should turn their ins right away if shocking sensation returned. Turning ins off and on was reviewed with hcp and patient. Of note, hcp did not provide their full name. Hcp stated the patient was there for their first visit to establish care, but when asked if they were going to be the managing hcp they said they would have to "see" about it.